Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that there were issues with back check valve failures. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified number of unspecified bd infusion sets experienced flow issues. The following information was provided by the initial reporter: clinicians reported issue of back check valve failures. This was never a problem before. They say it happens randomly. It happens, they go 3-4 weeks without any issue, and then it happens again. No patient harm.

Event description:
It was reported that an unspecified number of unspecified bd infusion sets experienced flow issues. The following information was provided by the initial reporter: clinicians reported issue of back check valve failures. This was never a problem before. They say it happens randomly. It happens, they go 3-4 weeks without any issue, and then it happens again. No patient harm.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.